Manufacturer narrative:
Part number # 301-70 is not distributed in the us; however is a device of essentially identical design distributed in the us. Applicable 510k# for us distributed part is k871204. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that the tube developed a leak during use but the source of the leak could not be identified. The caller could not confirm if the end clinician extubated and reintubated the patient with a replacement tube.